Event description:
It was reported that when the patient presented for device upgrade, right ventricular (rv) lead exhibited oversensing. The lead was capped on (B)(6) 2026 and replaced. The patient experienced no adverse outcomes.